Manufacturer narrative:
(B)(6). Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) architect hiv ag/ab results for a patient/employee who had a possible exposure. The customer ran quality control (qc) after seeing multiple samples with (B)(6) results and the qc was out of range high. The last successful qc was done within 24 hours of when the discrepant results were generated. The following data was provided: (B)(6) 2020 sid: (B)(6) initial result = (B)(6), repeats = (B)(6). The (B)(6) was reported to the physician and the (B)(6) female (unknown pregnancy status) patient received prophylaxis hiv treatment. A new sample was collected: sid (B)(6) initial result = (B)(6), repeat on another architect = (B)(6), repeat after qc issue was resolved =(B)(6). The original sid: (B)(6) was repeated on another architect = (B)(6), repeat after qc issue was resolved = (B)(6). The source of the possible exposure was from a (B)(6) patient who was in surgery. No additional impact to the employee/patient was reported. This is being conservatively reported because the details on the pregnancy status is unknown.

Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and indicated the sample probe bracket nut was a little loose and a potential bent r1 probe. The fsr tightened the sample probe bracket nut and replaced the r1 probe. Return testing was not completed as returns were not available. A review of the isr06957 system logs found quality control (qc) was completed (B)(6) 2020 and all levels were within range for the hiv reagent kit (lot 07681be00). A review of the result log indicated there were multiple reactive hiv ag/ab combo results after a sample with a high reactive result was tested. Multiple aspiration errors were also noted. Qc was performed again on (B)(6) 2020 and was out of range high on several levels, including the negative control. A new kit of the same lot number was loaded, and all levels of control were in range. The initially reactive hiv samples were then retested. Based on the system log review and field service assessment of a loose sample probe and a bent/damaged r1 probe, contamination of the hiv ag/ab combo microparticle bottle was suspected as the cause for the reactive results. A service history review of the analyzer identified no additional tickets related to discrepant results after the field service troubleshooting was performed. The current complaint is the sole complaint associated with a potential reagent contamination from a probe. A review of tracking and trending did not identify any trends for the probe. Review of tracking and trending for the architect i2000sr did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the probe or the architect i2000sr processing module, serial number (B)(6) was identified.